Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, a high ventricular rate (hvr) episode was observed. Session record analysis revealed noise on the atrial and ventricular channel. The physician elected not to perform any intervention and the patient was in stable condition.